Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic, the device was unable to be interrogated via radio frequency telemetry. The device was unable to be read with an rf transmitter. The patient was overnighted an inductive transmitter to use temporarily. Programming changes were made and rf telemetry was successfully restored. The patient was stable.